Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl at the time of the event. The customer was treated in an hospital emergency room the customer experienced no other symptoms. Troubleshooting was performed. The customer was using insulin pump within 48 hours prior to event and auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly and was hospitalized for low bgs found on (B)(6) 2023 (per ss event date). However, the customer's not stated that the customer returned pump for an alleged possible over delivery anomaly and was hospitalized for low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged sensor glucose/blood glucose (sg/bg) anomaly and low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs/low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged change sensor anomaly, low bgs and visit to emergency room/was hospitalized (due to heart attack) found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs found on (B)(6)2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs and low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs found on (B)(6)2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged low bgs found on (B)(6)2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs found on (B)(6)2022. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged basal rate programming found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 20-sep-2023, 10-aug-2023, 09-aug-2023, 21-jul-2023, 01-nov-2022 and 29-oct-2021. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 20-sep-2023, 10-aug-2023, 09-aug-2023, 21-jul-2023, 01-nov-2022 and 29-oct-2021 in the formatted history file. In further full review of the pump history/traces on the ss event dates of 15-oct-2023, 19-nov-2023 and on the customer's event date of 16-nov-2023, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event dates of 15-oct-2023, 19-nov-2023 and on the customer's event date of 16-nov-2023 listed on smart solve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was programmed with basal rates programmed of 1.0u. The pump was monitored for several days and all basal rates registered properly in the pump history summary noted. No basal delivery anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event dates of 15-oct-2023, 19-nov-2023 and on the customer's event date of 16-nov-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 20:16:00.000. On (B)(6) 2023 20:09:00.000. On (B)(6) 2023 06:50:00.000, on (B)(6) 2023 08:49:00.000. On (B)(6) 2023 05:52:00.000, on (B)(6) 2023 06:02:00.000. On (B)(6) 2023 21:13:00.000, on (B)(6) 2023 21:23:00.000. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 18:00:16.000. On (B)(6) 2023 23:51:30.000. On (B)(6) 2023 00:01:00.000. On (B)(6) 2023 21:59:46.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 19:14:56.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 103 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:18:26.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap contact missing/damaged was confirmed. The pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs/low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Change sensor anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.